Event description:
It was reported that 1cm of an endovascular stent graft had been deployed in an av graft, the outer sheath detached and the remainder of the stent graft could no longer be deployed. The entire stent graft system was removed w/o incident and another stent graft was used to successfully complete the procedure. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.